Manufacturer narrative:
This event was reported from the cavalier trial.

Event description:
The manufacturer was notified on september 6, 2016 of the following: a (B)(6) female patient with a family history of cad and suffering from diabetes, dyslipidemia and systemic hypertension was included in the study. The preoperative cardiac status revealed lv dysfunction. She was in the preoperative functional nyha class iii (logistic euroscore 8.59% and sts score 3.20%). The patient received avr with perceval s, size 21 on (B)(6) 2011. On (B)(6) 2012 the patient was hospitalized to investigate weakness and impaired vision she was suffering from. While the patient visited for the 12 months follow up, the site discovered on (B)(6) 2012 that she was hospitalized because of blood glucose lapse. The patient was discharged in good clinical condition on (B)(6) 2012. The investigator judged this event as being of unknown etiology. When the patient was visited for the 4 years follow up as required by the protocol on (B)(6) 2015, the site reported a non serious and asymptomatic structural valve deterioration due to leaflet stiffening and leading to stenosis, recommending for a shorter follow up. When the patient visited in (B)(6) 2016, the stenosis became symptomatic as reported by the site. Re-operation with explant was performed on (B)(6) 2016. The surgeon implanted a new perceval size s.